Event description:
A user facility reported a saline bag back filled during dialysis pause mode. The saline bag back filled after the start up tests were run on the machine and the hanson lines were connected. The machine got stuck in the filling position. A patient was not connected to the machine at the time of the incident. The technician replaced the head air separator and changed the conductivity cable. The technician also checked the pressure duration monitor, flow motor, and loading pressure. The issue was resolved. The machine was being returned back to service. The parts were discarded by the facility technician.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during machine set-up, and not during treatment. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.